Event description:
It was reported that during pocket closure after implant, while the physician was pressing down on the pocket area, there were signals present on the electrogram that appeared to be air escaping from the header of the implantable cardioverter defibrillator (ICD). Technical services recommended further evaluation by x-ray, along with physical maneuvers and manipulations. It was planned to closely monitor the patient. The ICD remains in service and no adverse patient effects were reported.